Event description:
It was reported that this patient had experienced a fever, increased spasticity, and less than 50% therapy relief. A dye study and x-rays were performed. It was noted that within the pump pocket the catheter had disconnected from the pump connector. A revision was performed and a new connector was implanted. The patient was reported as alive without injury. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).